Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that to report that their customer device got locked up when powered on and thus may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was determined the cause of the issue was the system pcb assembly. The system pcb assembly is no longer available, and the device could not be repaired. The customer ordered a replacement device, and the device was scrapped by the third party service provider.

Event description:
The customer contacted physio control to report that to report that their customer device got locked up when powered on and thus may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.